Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, when the issue occurred, the system was in clinical use for the diagnosis of coronary procedure which was completed by restarting the system. A philips field service engineer (fse) went onsite and confirmed that the image processing pc (ip-pc) was not booting. Upon troubleshooting, it was found that the issue was caused due to the software error. To resolve the reported issue, the fse reinstalled os and application software of the ippc. After functional checks, the system was returned to working condition. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As the system regained its functionality after a system restarted and the procedure was completed using the same system. Therefore, this complaint has been re-evaluated as not reportable. Based on the investigation results, philips concluded that the complaint is not reportable.

Event description:
It was reported to philips that there was issue with ippc. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this compliant.